Manufacturer narrative:
The investigation found an abnormal sample probe movement alarm on the alarm trace. The investigation determined the event was consistent with pre-analytical handling issues at the customer site.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys t4 assay results for two patient samples with the cobas 6000 e601 module. Sample ID (B)(6). On (B)(6) 2021, the initial result was 5.37 ug/dl. On (B)(6) 2021, the repeated result was 24.86 ug/dl with a data flag. Sample ID (B)(6). On (B)(6) 2021, the initial result was 5.10 ug/dl. On (B)(6) 2021, the repeated result was 15.61 ug/dl. The questionable results were not reported outside of the laboratory. The reagent lot number was 472236. The expiration date was requested but not provided.